Manufacturer narrative:
We are at this point in time awaiting the receipt of the complaint device towards a root cause failure analysis, the conclusions of the evaluation to be the subject of the follow up report.

Event description:
The electrode was being used in the sub-acromial space and the generator then displayed "output shortage." The foot pedals were not responding and the electrode was sending out a little spark. The electrode was removed from the body and examined, it was observed that a portion of the face directly above the suction hole was missing. The missing piece was never seen in the patient. It is unknown if it fell off while in use or not. The surgeon stated he did not see it in the patient when he was using the scope or when he made an incision. The scrub tech said she didn't look at the product closely when it was opened. So it is possible the device could have been defective. They do not know at which point in usage that the anomaly happened. A new same type electrode was used to complete the case successfully without further incident or harm to the patient.